Event description:
She is feeling the burning/she is feeling the burning a lot and that never happens/she is not lying down, on her stomach she is feeling the burning [burning sensation], it just got hot, but is not suppose to be next to the skin [device issue], pains [pain]. The initial case was missing the following minimum criteria: medical inquiry only. Upon receipt of follow-up information on 21 may 2020, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she is feeling the burning/she is feeling the burning a lot and that never happens/she is not lying down, on her stomach she is feeling the burning on an unspecified date, it just got hot, but is not suppose to be next to the skin on an unspecified date, and pains on an unspecified date. It was further clarified that she has a layer of t shirt, and she did not have a problem putting it over her panties, and after 30 minutes, it just got hot, but is not suppose to be next to the skin. She is feeling the burning a lot and that never happens. She has so many pains. She is not lying down, on her stomach she is feeling the burning, she is feeling the burning where its suppose to be, where had it before its burning. She wants to know if she can she lie on her stomach with the heat on the back. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Complaint sub-class: wrap/patch/pad too hot: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Evaluation of complaints related to non-defect subclass: 1. Introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (site name) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. 2 complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release there is no severity assigned to a non-defect . This document will be attached to the complaint record in the global database and closed with no further action taken.

Event description:
Event verbatim [preferred term]. She is feeling the burning/she is feeling the burning a lot and that never happens/she is not lying down, on her stomach she is feeling the burning/pains [burning sensation], it just got hot, but is not suppose to be next to the skin [device issue]. Narrative: the initial case was missing the following minimum criteria: no ae. Upon receipt of follow-up information on 21may2020, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A 64-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient was calling about thermacare heatwrap for back and hip. She stated she always put it on her hip over her underwear. She read that if someone was 50 or over they should place the wrap should wear over a layer of clothing, she always wore it over her panties so it took care of her hips. She wanted to place the wrap a little higher and she was trying to so the heat from the wrap did not go on her skin. She never had problems with the product. The patient reported she felt the burn but clarified it was the warming up of the wrap. She stated she did not want to get burned and she was asking if she could wear a tight t-shirt underneath the wrap. She read it can be worn for 8 hours. The patient further clarified that she had a layer of t shirt, she was putting on the wrap thats for hips and lower back, and she did not have a problem putting it over her panties, and after 30 minutes, it just got hot, but was not supposed to be next to the skin. She was feeling the burning a lot and that never happened. She had so many pains. She stated she was not lying down, on her stomach she was feeling the burning, she was feeling the burning where its suppose to be, where had it before its burning. She wanted to know if she could she lie on her stomach with the heat on the back. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: complaint sub-class: wrap/patch/pad too hot: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Complaint sub-class: non-defect - labeling unclear/confusing/requires improvement: evaluation of complaints related to non-defect subclass: 1. Introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (site name) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaint investigations where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. 2 complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release there is no severity assigned to a non-defect . This document will be attached to the complaint record in the global database and closed with no further action taken. Follow-up (31jul2020 and 31jul2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are needed. No further information is expected.